Event description:
The rn was inserting the safety lock portion of the pump tubing (smartsite infusion set and closing the module door, when she received a squirt of fluid form the middle port of the tubing. She states the fluid squirted in her face/eyes/chest/thighs. No fluid contacted the patient. At this point, the tubing was completely primed with saline. The attached bag for infusion contained magnesium & potassium. There was no injury to patient nor the rn. This event has never occurred in our cancer center before. The packaging for the tubing involved was retrieved from the pharmacy disposal basket for further follow-up. The actual tubing was disconnected from the bag containing mg+/k+ also for further investigation.what was the original intended procedure?the patient was to receive an infusion of magnesium and potassium.device #1is this a laboratory device or laboratory test?no.